Event description:
It was reported that the device was ¿repositioned¿ again on (B)(6). It was noted that the patient ¿complained chronically about pain at pocket site¿ prior to reposition. After repositioning the device, the patient continued to complain of chronic pain. See manufacturing report # 6000032-2014-00138 .

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# (B)(4), product type: lead. Product ID: 4351, serial# (B)(4), product type: lead. (B)(4).